Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, a pump stoppage event occurred. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the pump stoppage event. X-ray images did not identify any areas of concern. On (B)(6) 2016, another pump stop occurred while the patient was at home and the lvad system was connected to the power module. Log file analysis and additional x-rays were reviewed by a representative of the manufacturer¿s technical services team. Multiple pump stoppage events were confirmed. On 12/14/2016, a representative of the manufacturer¿s technical services team performed a distal end percutaneous lead (driveline) repair. Post repair the patient was placed on a grounded power module patient cable. A pump stoppage then occurred with upper body movement. The patient is currently on the transplant list. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be determined through the evaluation of the returned percutaneous lead (driveline) segment. Approximately 17 inches of the external portion of the percutaneous lead (driveline) was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 3 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.